Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting event date is unknown date in 2017. This report is for two (2) zipfix wires. Part and lot numbers are unknown; UDI number is unknown. The 510k is unavailable. Implant and explant dates are unknown. It is unknown if the two wires will be returned. Reporter telephone number is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a revision surgery on the sternum occurred on an unknown date due to loss of fixation, subsequent non-union, and infection. The original surgery occurred on an unknown date and was for a mitral valve replacement (mvr) valve replacement procedure. Approximately 2 weeks after the initial surgery, it was determined the sternum was unstable and had cut through at 2 steel wires at manubrium. The zipfix cables had disconnected from locking head. All devices, zip fix cables and zip fix wires were explanted. No surgical delay was reported. It is unknown if the patient was revised to new hardware. Patient status is unknown. Revision surgery was complete successfully. This is report 2 of 2 for (B)(4).